Manufacturer narrative:
Device eval: one used suspect device was returned for eval. The device was examined visually and the complaint was confirmed. The rotator was separated at the bond between the collar and the housing. A review of the device history record revealed no exception documents. The complaint database was reviewed and found no similar complaints for this lot number. The root causes of the failure are attributed to the mfg bonding process. Corrective actions have been implemented to address this type of failure. This subassembly was built prior to implementation of the noted corrective actions. The customer has not indicated if this was the initial use of the device. Eval method: device history record was reviewed, complaint database was reviewed.

Event description:
The rotator broke during the distraction of a spinal implant at 29 bar (421 psi). No harm or injury was reported.